Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The peritonitis was manifested by weakness, lower abdominal pain, impossible to think straight and pain from lower abdomen to rib cage. The following day, the patient was hospitalized for the event. On an unreported date, the patient was treated with oral cipro (dose and frequency not reported), unspecified IV antibiotics (everyday, intravenous, dose not reported) and unspecified potent antibiotics (2 doses, frequency and route of administration not reported) for peritonitis. At the time of this event, the patient had recovered from the event. Fourteen days after admission to the hospital, the patient was discharged. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.